Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600 synchron clinical system cap piercer blade wash cup was overflowing and not draining. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected the system and disassembled the cap piercer wash cup. The fse identified and removed fragments of a broken piercing blade and wick occluding the cup drain.

Manufacturer narrative:
Evaluation: results - drain. (B)(4).